Event description:
It was reported that the pt's implantable neurostimulator was beginning to erode through the skin. The pt also experienced a loss of therapeutic effect. The pt's device was to be explanted on (B)(6) 2011. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).